Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2021-00769, 1627487-2021-00770. It was reported during a surgery (manufacturer report number 1627487-2020-04017) the physician noticed the patient had another ipg implanted. The pocket site was opened, and it was observed that the leads were cut and left in the ipg header. The leads and ipg were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.